Event description:
It was reported that the patient was unable to make an adjustment with or without the antenna attached. She had a return of symptoms the night prior to the report, but noted that it came on gradually. This was also when the patient could not connect or interrogate using the programmer. Upon return of the programmer analysis found an electrical open on the antenna jack. The bottom case assembly was also broken. C300. Follow-up information received from the patient reported that she was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative. The patient had an appointment on (B)(6) 2014 and listed a surgery. The reason for surgery was not specified and there was no patient outcome, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v796134, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient had fifty percent or greater symptom reduction. The patient was scheduled for stimulator replacement and lead revision on (B)(6) 2014. The message ¿no response from neurostimulator¿ was seen. The patient had a loss of therapeutic effect and a sudden loss of stimulation. The patient had recovered without permanent impairment.

Manufacturer narrative:
(B)(4).